Event description:
On june 2002 kinetikos medical customer service department was informed of the explant of a wrist fusion system owing to non-union of the patient's carpal bones which resulted in pain. There was no report of or suggestion that any implant components were found defective.